Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation in the upper fundus of the uterus on the right") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and fallopian tube cyst ("fallopian tube cyst"). The patient was treated with surgery (exploratory laparotomy, device was removed, including the distal portion of the tube). Essure was removed. At the time of the report, the uterine perforation and fallopian tube cyst outcome was unknown. The reporter considered fallopian tube cyst and uterine perforation to be related to essure. The reporter commented: shortly after insertion, she presented to the emergency room with severe abdominal pain and peritoneal signs. Underwent an exploratory laparotomy. The device was removed, including the distal portion of the tube with a fallopian tube cyst. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: perforation in the upper fundus (cont.) CT scan of the abdomen (cont.): of the uterus on the right. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011, and reported adverse events including perforation in the upper fundus of the uterus on the right. She underwent surgery (exploratory laparotomy) and essure was removed. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including insertion of a fallopian tubal occlusion insert (essure). In this case, shortly after insertion, she presented with severe abdominal pain and peritoneal signs. CT scan of the abdomen was performed and on an unknown date perforation in the upper fundus was confirmed. Later she underwent an exploratory laparotomy. The device was removed, including the distal portion of the tube with a fallopian tube cyst. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation in the upper fundus of the uterus on the right') and fallopian tube perforation ('fallopian tube perforation/ migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube cyst ("fallopian tube cyst"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding between periods)"). The patient was treated with surgery (salpingectomy, exploratory laparotomy, device was removed, including the distal portion of the tube and she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, fallopian tube cyst, dysmenorrhoea, pelvic pain, menorrhagia and metrorrhagia outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube cyst, fallopian tube perforation, menorrhagia, metrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: shortly after insertion, she presented to the emergency room with severe abdominal pain and peritoneal signs. Underwent an exploratory laparotomy. The device was removed, including the distal portion of the tube with a fallopian tube cyst. Essure confirmation test(s) conducted reported as unknown. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: results: perforation in the upper fundus (cont.). Diagnostic results: CT scan of the abdomen (cont.): of the uterus on the right. Quality-safety evaluation of ptc: sample not available. Since quality unit have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. Quality unit are unable to confirm any quality defect or device malfunction at this time. Although quality unit were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Most recent follow-up information incorporated above includes: on 9-oct-2019: reporters and patient demographics were added. Added essure indication. On 01-jan-2011, she implanted essure (previously reported as (B)(6) 2011). On (B)(6) 2013, she explanted essure. Added chronic pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), migration/ fallopian tube perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation in the upper fundus of the uterus on the right") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and fallopian tube cyst ("fallopian tube cyst"). The patient was treated with surgery (exploratory laparotomy, device was removed, including the distal portion of the tube). Essure was removed. At the time of the report, the uterine perforation and fallopian tube cyst outcome was unknown. The reporter considered fallopian tube cyst and uterine perforation to be related to essure. The reporter commented: shortly after insertion, she presented to the emergency room with severe abdominal pain and peritoneal signs. Underwent an exploratory laparotomy. The device was removed, including the distal portion of the tube with a fallopian tube cyst. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: perforation in the upper fundus of the uterus on the right. Quality-safety evaluation of ptc: sample not available. Since quality unit have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. Quality unit are unable to confirm any quality defect or device malfunction at this time. Although quality unit were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Most recent follow-up information incorporated above includes: on 2-may-2017: quality-safety evaluation of product technical complaint: company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011, and reported adverse events including perforation in the upper fundus of the uterus on the right. She underwent surgery (exploratory laparotomy) and essure was removed. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including insertion of a fallopian tubal occlusion insert (essure). In this case, shortly after insertion, she presented with severe abdominal pain and peritoneal signs. CT scan of the abdomen was performed and on an unknown date perforation in the upper fundus was confirmed. Later she underwent an exploratory laparotomy. The device was removed, including the distal portion of the tube with a fallopian tube cyst. This case was classified as incident since device removal was required via surgical intervention. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Follow-up information will be obtained through the litigation process.